Event description:
Additional equipment- pentex pediatric bronchoscope. Fb 15h sn841170 biopsy of lung- forceps checked and operating ok prior to procedure. Operated ok for 1-2 biopsys, on 3rd or 4th "bite" jaws would not close. Device and scope removed together. Jaws cut from lead, remove rest of device from scope. No damage to scope. Physician to ld patient re;occurance, all pieces accounted for. X-ray negative. Distributer representative notified 12/11/91. Charles warich 1/10 so. Elizabeth st., denver, co 8021device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.